Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found that the reported phenomenon could not be duplicated. Also (B)(4) found that the number of rotations of the fan was not correct due to the failure of the lamp fan. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the routine inspection by the technician, when the subject device was turned on the front panel display of the subject device was not lit up. The technician tried again and found that the subject device worked fine. The field service engineer of olympus (B)(4) visited the hospital and checked the subject device and found that the subject device worked fine. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, the possible factor is the possibility that some damage, etc. Occurred in the front panel, which led to the occurrence of the phenomenon. If additional information becomes available, this report will be supplemented.